Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, the right ventricular impedance had significantly increased to out of range limits. No change has been made. The patient was stable.